Event description:
Hill-rom received a report from the account stating the nurse call wouldn't not work. The bed was located in the rehab dept at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the communication cable would not plug into the communication board because the board had bent pins. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the communication board to resolve the issue. Based on the info, no further action is required.